Manufacturer narrative:
Analysis was unable to perform displacement test due to missing retainer. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. It was reported that the plastic transparent ring on top of reservoir compartment was damaged. The insulin pump was returned for analysis.